Event description:
This customer contacted philips with questions about transcutaneous pacing.

Manufacturer narrative:
(B)(4). This customer contacted philips with questions about transcutaneous pacing. The customer asked questions about derivation of ECG for pacing via pads. There was no negative patient impact. The customer was with provided information about transcutaneous pacing, that demand mode pacing requires leads ECG input. Pace pulses are delivered through the multifunction electrode pads. However, the pads cannot be used to monitor the ECG and deliver pace pulses simultaneously. There was no report of any failed operational checks. This was a use issue related to pacing.